Event description:
Reported via journal article. It was reported an infection occurred and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted. Five (5) days after device placement, the patient presented to the emergency room after a fall, with lethargy, fever, and hypotension. The patient was found to be in septic shock from methicillin-resistant staphylococcus aureus (mrsa) bacteremia. The patient was placed in the intensive care unit (ICU) on vasopressors, stress dose steroids, and broad-spectrum antibiotics, which were subsequently narrowed to intravenous vancomycin. Magnetic resonance imaging (MRI) of the brain revealed multiple acute small punctuate infarcts in the left corona radiata, right occipital cortex, and right frontal deep white matter. These multifocal strokes were thought to be cardioembolic, not septic in origin. Upon further questioning, the patient admitted to missing doses of apixaban post laa closure device placement. A transesophageal echocardiogram (tee) was obtained; no thrombus in the left atrial appendage was noted, and there were no vegetations or patent foramen ovale. A well-positioned 27mm watchman closure device was visualized occluding the laa orifice with a 1.3 mm paradevice leak. A six-week course of intravenous vancomycin plus oral rifampin was recommended by infectious disease consultants as a means of targeting mrsa and additionally preventing biofilm formation and device seeding. The patient refused repeat tee at 45 days, and anticoagulation therapy was continued with enoxaparin until the device could be evaluated. Two months post implant, a repeat tee was performed revealing improvement in the paradevice leak from 1.3 mm to 1 mm, and the antithrombotic therapy was transitioned to dual antiplatelet therapy (dapt) with aspirin 81 mg daily and clopidogrel 75 mg daily. A repeat brain MRI obtained 4 months post laa closure device placement noted a right cerebellar chronic hemorrhage with numerous susceptibility foci distributed in the bilateral supratentorial and infratentorial compartment predominantly in the periphery of the brain parenchyma. Given the short interval since the prior MRI, the presence of these foci was concerning for micro emboli of likely cardiac origin. A repeat tee did not reveal a thrombogenic focus; however, there was persistence of paradevice leak at 1.3 mm. Anticoagulation therapy with apixaban was resumed, and dapt was discontinued, due to the persistent device leak.

Manufacturer narrative:
B3: estimated as 4/28/19 as the published date for the article is noted as 28 april 2019. Literature citation: ahuja, t., murphy, s., sartori, d.j. (2019). Antithrombotic dilemmas after left atrial appendage occlusion watchman device placement. Case reports in cardiology, vol. 2019, article ID (B)(4), 3 pages, 2019. Https://doi.org/10.1155/2019/5247105.